Manufacturer narrative:
The sample is forthcoming. Upon receipt of the sample, an investigation will be completed. Once the investigation is complete, a supplemental report will be mailed.

Event description:
(B)(4). It was reported that a cuff roll was noted on the ballroom upon removal. The balloon was indwelling approximately 2 to 3 days. Resistance was noted after full deflation when attempting removal. The catheter was pulled out with no injury to the patient.